Manufacturer narrative:
An isi field service engineer (fse) was dispatched to investigate the reported event. The fse replaced usm to correct the reported problem. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The unit was returned for failure analysis and the reported failure (a2 insertion axis has consistent resistance) was confirmed and reproduced. The unit was also tested on an in-house system and failed normal. The unit was also tested on a pfpt and passed lissajous, sine cycle, and brake test, but failed the cva test. After further investigation extensive fluid intrusion was found along the spar and cannula. Due to the extent of the damage the spar will be replaced with a spar sub-assembly as a fix. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the field service engineer (fse) reproduced the reported issue of resistance with the universal surgical manipulator (usm). The usm was replaced to correct the reported problem. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the customer called an isi technical support engineer (tse) and reported that arm number two is giving a lot of resistance, customer elaborated that arm 2 insertion axis has consistent resistance. Customer stated that they do not want to troubleshoot and would like a service order opened up. Customer is proceeding with case with system as is. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no patient information is available.